Manufacturer narrative:
Continuation of d10: product ID: 97745nt (serial: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported software problem 1 - intellis; 2 - 3.6; 3 - 4048; 4 - modelsm.c came up on the controller. Agent walked patient through resetting the controller by removing and reinserting li battery pack. Patient confirmed the error message cleared. Patient unlocked the controller and saw the controller battery was low and needed to be charged and ins battery was at 90%. Patient reported yesterday the intensity would go up and down by itself; they had it on 9, the intensity was going up/down by itself. Agent reviewed information about message and again redirected to hcp.